Event description:
The pt experienced general pain/discomfort, shocking pains in head, non-migraine headaches, burning and throbbing sensations with the stimulation on following a fall down the stairs. Additional info has been requested.

Manufacturer narrative:
(B)(4).